Manufacturer narrative:
This report is submitted on september 16, 2021.

Event description:
It was reported the patient's rechargeable battery melted onto the battery charger. No reports of patient injury are associated with this event.